Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. The reported event of exposed wires was confirmed. External and internal visual inspections of the unit revealed discrepancies in the power extension cable insulation. The wires leading into the male side of the connector jack were separated with the jack barely attached. The state of the cable caused an open circuit in the power extension cable. The unit was able to power on using a known working test power extension cable. Software booted with no anomalies. Patient data backup was able to be performed using gsm modem. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
The patient reported exposed wires of the power supply. The patient electronic system was replaced and there were no adverse consequences reported by the patient.